Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Pre-revision patient complaint included hearing a popping sound. Intra-operatively, the following were noted: trunnion wear, trunnion broke off the stem, grayish black tissue, wear of the liner's rim due to impingement of the stem on the liner. The shell had no allegations against it and was not revised. Patient was revised to a restoration modular stem construct with a ceramic head and new liner. Rep provided intra- op photos and an explant picture and reported that no further information will be available.